Event description:
Caller reviewing data noting a slow rise in rv defib impedance. In 2020 the rv defib impedance was ~120ohms and today (B)(6) 2023 it measured 147ohms. Doctor is choosing to do dfts just to verify the higher impedance is not affecting dfts. During the call, customer noted the patient had twos post vs in "2022" (caller did not have specific date). From that they decreased rv sensitivity to 0.45mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).